Event description:
The patient reported experienced no lock between the external equipment and the cohclear implant. The patient was seen at center for device evaluation. Testing performed confirmed that the device was no longer funtioning. Surgery to explant the patient's device has been scheduled.